Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted (B)(6) 2025. The patient was discharged. The patient had a routine 45-day follow-up transesophageal echocardiography (tee) and a thrombus noted on the watchman closure device. There were no leaks noted. The patient will remain on oral anticoagulation medication and will be reimaged in three (3) months.